Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported on (B)(6) 2013 that during the insertion of the nail by hand, a proximal part of the implant broke off. Therefore, the interlocking of the nail, with a 4.5 mm multi-lock screws wasn¿t possible and the aiming arm wasn¿t targeting to the hole. Thoughts are it was caused by loosening of the connection screw. The operation was prolonged due to the inability to lock it in the standard way. As it was described it in the email, we are not sure if the stability achieved with 4.0 locking screws will meet the needs. However, the patient is a young female and the nail still remains implanted and inspection is not possible. This report is 1 of 1 for (B)(4).